Manufacturer narrative:
An event of tachycardia and thrombus formation in the right atrium near the septum following implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, a video of imaging and one photo were received for analysis. Based solely on the aforementioned photos, an artifact was visible in a chamber of the heart and a blood clot was photographed on the operating room table, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. Prior to procedure, the patient briefly went into tachycardia and resolved without any intervention. After deployment while using a 12f amulet delivery sheath 12f 80cm, the patient went back into tachycardia. This time adenosine was administered and shortly thereafter the patient resumed to sinus rhythm. The patient then stayed in sinus rhythm and was stable for the rest of the procedure. The 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. Post-deployment, upon echo assessment it was noted that a large clot has formed in the right atrium by the septum. The physicians aspirated the clot and successfully removed it entirely and the patient remained stable.